Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. UDI - (B)(4). This device is not cleared for distribution in the united states; however, this report is being filed as a similar device is manufactured by zimmer biomet in the us under k911684.

Event description:
It was reported that during a procedure, the implant did not match the label on the package. Another device was available to complete the procedure without significant delay.